Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and noise. The lead remains in use. A revision was planned, however, the patient required transfer to another hospital due to right and left occlusion which made it impossible to insert a new lead. It was undetermined whether the occlusion was caused by the rv lead or left ventricular (lv) lead or the patient's anatomy. The patient was sent for extraction. No further patient complications have been reported as a result of this event.